Event description:
The nurse reported that during surgery a system message displayed after completing air-fluid exchange. The surgeon attempted to inject silicone oil, but the display was grayed out and would not allow the viscous fluid injection (vfi). The surgeon tried twice to complete the vfi. The surgeon did not inject the silicone oil. No patient injury was reported.

Manufacturer narrative:
The company service rep performed troubleshooting with the nurse. The nurse stated after the case was completed she rebooted and primed the system. The system was used on the following case, including vfi, without problems. No sample were saved for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.